Event description:
On (B)(6) 2025, a patient reported a hyperglycemic event lasting 24 hrs., with hospitalization. The patient stated the event occurred a couple of weeks ago (est. (B)(6) 2025). The patient reported replacing their teflon infusion set 2 days prior to this event. They also reported no malfunctions or restarts with the ilet. While at the hospital, the patient was treated with insulin, which brought their bgs back into range.

Manufacturer narrative:
The DHR review confirmed the ilet met all manufacturing specifications prior to release. Log data was not available on the day of the event. The last log data ended on 12/27/27. At this time the ilet was performing as intended. The user also reported no malfunctions or restarts with the ilet. The user changed their teflon infusion set 2 days prior to the event. It is likely a failed teflon infusion set contributed to this event. Should additional, relevant information become available, a supplemental report will be submitted.